Manufacturer narrative:
Bayer case number: (B)(4). Essure removal [medical device removal] . Inflammatory symptoms [inflammatory reaction] . Joint pain [joint pain]. Tendonitis [tendonitis]. Fatigue [fatigue]. Irritable bowel disease [irritable bowel syndrome]. Partial epileptic seizures [partial epilepsy]. Case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of medical device removal ("essure removal") in a 58 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of augmentation mammoplasty (with 2 replacements). As concurrent condition the report mentioned partial epilepsy. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5832 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced inflammation ("inflammatory symptoms"), arthralgia ("joint pain"), tendonitis ("tendonitis"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel disease") and partial seizures ("partial epileptic seizures"). The patient was treated with lamictal (lamotrigine) as well as surgery (laparoscopy with failed cornuectomy and interovarian hysterectomy). The reporter considered arthralgia, fatigue, inflammation, irritable bowel syndrome, medical device removal, partial seizures and tendonitis to be related to essure administration. The reporter commented: essure removal at patient's request due to inflammatory symptoms, with joint pain, tendonitis, fatigue, irritable bowel syndrome and partial epileptic seizures. Reporter considered essure caused or contributed to the occurrence of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.312 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-dec-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of medical device removal ("essure removal") in a 58 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of augmentation mammoplasty (with 2 replacements). As concurrent condition the report mentioned partial epilepsy. In 2008, the patient had essure inserted. On unknown date she experienced inflammation ("inflammatory symptoms"), arthralgia ("joint pain"), tendonitis ("tendonitis"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel disease") and epilepsy ("partial epileptic seizures"). On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with lamictal (lamotrigine) as well as surgery (laparoscopy with failed coronectomy and intraovarian hysterectomy). The reporter considered arthralgia, epilepsy, fatigue, inflammation, irritable bowel syndrome, medical device removal and tendonitis to be related to essure administration. The reporter commented: essure removal at patient's request due to inflammatory symptoms, with joint pain, tendonitis, fatigue, irritable bowel syndrome and partial epileptic seizures. Reporter considered essure caused or contributed to the occurrence of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.312 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of medical device removal ("essure removal") in a 58 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of augmentation mammoplasty (with 2 replacements). As concurrent condition the report mentioned partial epilepsy. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5832 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). On unknown date she experienced inflammation ("inflammatory symptoms"), arthralgia ("joint pain"), tendonitis ("tendonitis"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel disease") and partial seizures ("partial epileptic seizures"). The patient was treated with lamictal (lamotrigine) as well as surgery (laparoscopy with failed cornuectomy and interovarian hysterectomy) and essure was removed on 20-dec-2023. The reporter considered arthralgia, fatigue, inflammation, irritable bowel syndrome, medical device removal, partial seizures and tendonitis to be related to essure administration. The reporter commented: essure removal at patient's request due to inflammatory symptoms, with joint pain, tendonitis, fatigue, irritable bowel syndrome and partial epileptic seizures. Reporter considered essure caused or contributed to the occurrence of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.312 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.